Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device with no packaging for evaluation. Visual inspection of the device noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The visual inspection of the staple guide noted the instrument was fully applied. Pressure ridges in the staple guide indicate that the staples had been fired. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The device was subjected to a measured anvil retention test by pmv with a result of 6.03 lbs. Force required. The acceptable specification is 4.3 to 16.0 lbs. Clinical sample was reloaded with a full complement of staples 3.5mm and the anvil was loaded. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed, and the knife cut the media cleanly and completely. The full complement of staples were deployed and formed properly. The device also produced all audible, tactile and visual indicators during the functional testing. The reported condition could not be confirmed to be manufacturing related. No CAPA is required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the esophagus to the stomach on a robotic laparoscopic gastrectomy, they had difficulty removing the stapler from the cavity. The stapler did not deploy staples or cut. When they tried to withdraw the stapler, the anvil did not undock and tore the esophagus requiring a thoracotomy and anastomosis to repair. The surgical time was extended for several hours due to the product problem. Also, the incision was extended more than 1 inch. There was an extended hospitalization and the patient is still unable to swallow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the esophagus to the stomach on a robotic laparoscopic gastrectomy, they had difficulty removing the stapler from the cavity. The stapler did not deploy staples or cut. When they tried to withdraw the stapler, the anvil did not undock and tore the esophagus requiring a thoracotomy to repair. The surgical time was extended 30 minutes or more due to the product problem. Also, the incision was extended more than 1 inch. Patient status is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.